Event description:
It was reported that the patient felt pain "in his chest by the pacemaker implant site." Telemetry between the pacemaker and the programmer was not able to be established. Low tmt (threshold margin test) was observed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.